Manufacturer narrative:
Pump monitored for a day. No blank display noted. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification, displacement test, self test, and passed off no power test. No unexpected blank display, off no power, battery power loss test alarms during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for blank display complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and stained end cap sticker. Unit passed all require testing. Pump blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after inserting battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.